Event description:
It was reported that the sheath split. During insertion, the isleeve bent. When the physician withdrew the sheath the tip was found to be split. The introducer was replaced with another manufacturer's device, and the procedure was completed with no patient complications.

Event description:
It was reported that the sheath split. During insertion, the isleeve bent. When the physician withdrew the sheath the tip was found to be split. The introducer was replaced with another manufacturer's device, and the procedure was completed with no patient complications. Device evaluated by MFR: the returned product consisted of an isleeve sheath with a dilator in the lumen. The sheath and tip were microscopically examined. One of the seams is starting to expand as expected with device usage. The sheath is kinked 2cm from the distal tip. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Product analysis confirmed the reported event due to the damage.